Manufacturer narrative:
Pr# (B)(4): a f/u report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported when removing the m3713a defibrillator pads after a cardioversion procedure, the pt had "pronounced skin erythema (burn". There is no add'l info at this time. The date of the incident was not reported.